Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "delayed keypad response" was confirmed and reproduced during evaluation. The specific cause was determined to be a failed processor pcb. The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad response. There was no patient involvement.